Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix. Block h11: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing returned with six bands on it, some of them overlapped, the ligator housing teeth were damaged. The handle has evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands falling off varix was not confirmed. It was also seen that the device returned with six bands not deployed, overlapped and the teeth damaged. This problem might be related with the technique used by the physician or the way the device was being handled, possibly the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands, which could not be deployed and were damaged due to this condition. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged and also affecting the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a minimally invasive internal hemorrhoid ligation procedure for esophageal varices performed on (B)(6) 2025. During the procedure, it was noticed that the band detached automatically after it was deployed onto the tissue as the absorption force of ligation was not enough. The procedure was completed with another of the same device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a minimally invasive internal hemorrhoid ligation procedure for esophageal varices performed on (B)(6) 2025. During the procedure, it was noticed that the band detached automatically after it was deployed onto the tissue as the absorption force of ligation was not enough. The procedure was completed with another of the same device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.